Manufacturer narrative:
The medical center did return the impella 5.5 pump product for analysis. The pump stopped due to a coil short. The coil short will be investigated fully under a CAPA.

Event description:
A (B)(6) year old male with cardiomyopathy was admitted while awaiting heart transplant. He had an extensive cardiac history inclusive of ventricular tachycardia and mitral regurgitation, while awaiting transplant he was placed on an impella 5.5 for hemodynamic support. On the 2nd day of support the impella 5.5 stopped while he was being transported to a CT scan. The pump was replaced urgently in the operating suite. The new 5.5 supported him for 17 days til it was removed for heart transplant.